Manufacturer narrative:
Investigation pending return of device.

Event description:
User reported temperature from heater-cooler was inconsistent during the case. There was no patient harm; however, this type of event is considered reportable.